Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons little worn out and less responsive. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No delivery anomaly noted during testing. No motor error alarm during testing noted. The motor was tested outside the unit and passed.